Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves and the ise level sensor to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of flagged ise (ion selective electrode: sodium, potassium, chloride) patient results on the au680 clinical chemistry analyzer. There was no change in patient treatment, injury or death associated with this event.